Event description:
Advocate stated the customer ran blood glucose tests on two different bottles of test strips using the contour next link. Results from one bottle were: 48,51 and 159mg/dl. Results from the second bottle were: 104,75,87,78,162mg/dl. The differences between some of the comparisons fall in the "c" and d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. New strips were sent.